Manufacturer narrative:
It was mistakenly reported the patient was the initial reported, however, the patient was the initial reporter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was having difficulty communicated with the battery. The caller moved the patient between rooms and tried multiple interrogations. The caller stated that the patient claimed that the device was causing discomfort. At the appointment the patient had a catheter and a uti. The caller stated that the patient had not been seen in a while by the managing healthcare professional (hcp). The caller did not have another controller to troubleshoot the communication issue with. The possibility of patient¿s battery being depleting. Patient reported pain. No further symptoms reported. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the caller was having difficulty communicated with the battery. The caller moved the patient between rooms and tried multiple interrogations. The caller stated that the patient claimed that the device was causing discomfort. At the appointment the patient had a catheter and a uti. The caller stated that the patient had not been seen in a while by the managing healthcare professional (hcp). The caller did not have another controller to troubleshoot the communication issue with. The possibility of patient¿s battery being depleting. Patient reported pain. No further symptoms reported. No further complications reported.